Manufacturer narrative:
Evaluation summary: the lcsc5ha device was recieved sterile. No visible damage was noted. The hand-activation test concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a reular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to an unk procedure, the device was faulty. It was not noted how the case was completed. No pt consequence reported.